Event description:
Suture breakage. Suture breakage occurred while doing anastomosis during kidney procedure. There was no adverse effect to pt. Outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.